Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR): review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system. Infection or sepsis. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation sometime in 2013 and the pt was discharged home. Approx 24 hours following the procedure, the pt presented to the emergency room "every unwell and septic". The pt was "admitted to the intensive care unit and treated aggressively with antibiotics. The pathology showed a strep a blood infection". We have been unable to obtain additional info surrounding this event.